Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/11/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was described as beginning within an hour of insertion and included redness and itching. The reaction developed into a bubbly rash upon removal of the sensor patch. Rash was located at the site of sensor insertion. On (B)(6) 2016, the patient went to the endocrinologist, who suggested the use of grifgrips. Patient applied grifgrips to the affected area and reported that they had helped. At the time of contact, the patient was doing well. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.